Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured february 2024. H11: the actual devices were not available; however, a video of a sample was provided for evaluation. Visual inspection of the video showed a leak at level of the heat seal chamber. The reported condition was verified. The cause of the condition could not be determined. Additionally, retention samples were visually inspected and no issues were observed; the samples met product specifications. The retention samples were also leak tested and no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) y-type blood/solution infusion sets leaked. The location of the leaks were described as either "near the top of the chamber", leaks from bonded joints "tube to luer connector and tube to chamber", or from the body of the chamber. The issue was observed before patient treatment. There was no patient involvement. No additional information is available.